Event description:
Consumer reports comparing readings between meters. Feels their, cobranded logic has been running high. Analysis run on clark error grid using competitive reading (57, 63, 58) as ref. Point vs. Bd reading (78, 81, 80_ yielded data points in the d range of the grid, outside acceptable limits.